Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump fell out of a pocket and then failed the self test. The blood glucose reading was 25 mmol/l. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank-flashing white lcd due to cracked lcd controller on the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to display anomaly. The insulin pump had scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay and peeling end cap address label.